Manufacturer narrative:
.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the active exhalation control module was found to be broken and the device failed steps during testing. The observed damage was consistent with the device being dropped. The device's active exhalation control module was replaced to address the issue.